Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made a mistake. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal (ip) injection vancomycin (1gram stat dose), ip injection amikacin (100mg, once daily, duration not reported) and ip injection imipenem (1gram, once daily, duration not reported) for peritonitis. On an unreported date, the dianeal therapy was discontinued. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.